Event description:
Needle breakage. Needle breakage occurred during breast biopsy procedure with no adverse effect on pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.